Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a sensor error. Blood glucose level at the time of the incident was over 400 mg/dl. The customer received assistance with the proper insertion techniques. The sensor was not replaced or returned for analysis.